Manufacturer narrative:
Baxter's qa dept was unable to contact the home pt or nurse to review proper procedures.

Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt initiated therapy first, and then hooked himself to the transfer set. Baxter's technical support center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.